Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when printing the initial interrogation report the programmer would freeze up. The caller got another programmer and completed the session. Technical support told caller to use the programmer service disk or turn off the default for printing immediately after interrogation is done. Do a print later and see if the interrogation would complete. It was also reported the programmer continues to freeze up. The only way to remedy this is to power it off. Service disk has been run twice and the problem continues. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the programmer continues to freeze up; programmer was power cycled many times and did not freeze up. It is noted system errors were found in the programmer error log. Analysis also found the left keyboard hinge is broken and the upper case has a broken handle.